Manufacturer narrative:
Philips service replaced the set of fuses and the anode drive unit (adu) certeray and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that an anode drive unit failure caused an imaging error on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.